Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, during a scheduled physical therapy session, the patient began exhibiting signs of confusion. At the time, the patient's cgm displayed a reading of 125 mg/dl, while a concurrent bg meter reading showed a lower value of 30 mg/dl. The patient was wearing an omnipod insulin pump. Due to the discrepancy in readings and the patient¿s symptoms, the patient was promptly transferred to the urgent care section of the clinic. Treatment was initiated with oral glucose gel. After approximately 15 minutes, the patient's cgm reading increased to 145 mg/dl, and the bg meter reading rose to 61 mg/dl. Although the patient reported feeling fine, they remained under observation in urgent care, as the bg meter reading had not yet reached the threshold of 70 mg/dl. At the time of the report, the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c and d zone of the parkes error grid. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.